Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone when the unit was powered on. There was no pt harm reported.

Manufacturer narrative:
The customer has isolated the reported complaint to the main pcb and has opted to not return the product at this time. A review of the service history for the unit was performed and found that a replacement speaker was provided for this unit. If add'l info is made available, a follow-up report will be submitted.